Event description:
It was reported that the patient underwent lumbar disc herniation surgery. The surgeon used the m8 spinal inner fix system. During the surgery, there were two screws found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. No injury was reported.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies received. No evaluation performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.